Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator had an autocapture trend indicating that the device had been measuring variable thresholds and going into high output mode. Further information was requested however, was not provided.